Event description:
Dr reported to our sales rep that after tightening of the screw and the rod a torque wrench was used. At the position of 10nm the surgeon seemed to hear a crack. Therefore, a CT was taken which confirmed the breakage of the screw.